Event description:
It was reported that the patient lost his personal therapy manager (ptm). The patient was sent a new ptm; however, since the patient lost his ptm and could not deliver a bolus he was in pain. The patient was currently in the hospital and stated that it was partially because of his pain. The bupivacaine in the pump was increased due to the patient losing his ptm. Without the ptm the patient had 30 minutes of relief but with it he had 90 minutes of relief from pain. As of 2015 (B)(6), the patient had an appointment on 2015 (B)(6), received assistance from the doctor or company representative, and no longer had concerns with the device or therapy. The device system delivered hydromorphone, clonidine, and bupivacaine.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).